Event description:
The pump failed air in line printed circuit board (ail pcb) test during evaluation. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the ail pcb failure was confirmed. Inspection of the pump reveled the failure was due to defective ail pcb. The pump head module (phm) was replaced to correct this condition. The pump was evaluated and tested and confirmed to be put back into service.